Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, medical intervention related to aneurysm re-embolization is a known risk associated with endovascular procedures and is noted in the device direction¿s for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to this event.

Event description:
Approximately one year after successful coil embolization of the right paraclinoid internal carotid artery aneurysm, follow-up angiography showed the aneurysm recanalization. The patient underwent a second target aneurysm reintervention to treat the aneurysm recanalization and the aneurysm recanalization was resolved. No further details were provided.

Manufacturer narrative:
The device remains implanted.

Event description:
Approximately one year after successful coil embolization of the right paraclinoid internal carotid artery aneurysm, follow-up angiography showed the aneurysm recanalization. The patient underwent a second target aneurysm reintervention to treat the aneurysm recanalization and the aneurysm recanalization was resolved. No further details were provided.